Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: can you provide more details about what was damaged on the packaging? The white paper top of the sterile box had a round puncture in it. Was the sterility compromised due to the damage? Yes.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the or nurse noticed that the internal packaging of the device was damaged. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The complaint indicated that the packaging was damaged. The package that was returned, lot k4dg8z, was returned in a carton that was labeled as k4dj4k. These two lots were packaged on the same machine nine days apart, (B)(6) 2013 respectively. Due to line clearance procedures and component and label verifications, it is unlikely that the device was shipped in this carton. Customer complaint did not mention the carton label difference. The package may have been placed into the carton to return it. The carton was undamaged. It is unknown if the carton belonging with k4dg8z was damaged. The individual package was visually inspected and hole was confirmed in the tyvek. The puncture hole was from the outside and was not aligned with any part of the instrument. The puncture was roughly round half-circle and the tyvek material was bunched up where it had been damaged. It is suspected that the package was damaged external to ees packaging.